Manufacturer narrative:
Findings: no button response due to corroded keypad traces. Unable to verify battery out limit due to button/keypad anomaly. No frozen screen or screen anomaly noted. Pump received with cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 137 mg/dl. The customer was assisted in clearing the alarm but he was not able to clear alarm because button are not responding. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 137 mg/dl. The customer stated buttons are not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.